Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the left femoral artery in a 19-year-old male patient presenting with a past medical history of congenital heart disease with surgical repair, in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. Impella was inserted as a left ventricle (lv) unloading strategy after venous-arterial (va) extracorporeal membrane oxygenation (ECMO) was placed. While the patient was in the intensive care unit (ICU), the pump was in place and running at p-1 due to reported suctioning. The impella continued to have low flows throughout the day and suctioned as an attempt to increase the flows, but the patient was heavily bleeding from the ECMO site. On return to the cardiovascular operating room (cvor) in the evening, the surgeon stated that lv was not unloaded and decided to place an lv vent and remove the impella. No echocardiogram was available to attempt to reposition or assess position, so the pump was removed. The same day, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the patient's underlying cardiac disease, along with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage d shock.

Manufacturer narrative:
Section d catalog number was corrected. Section h usage of device was corrected.

Manufacturer narrative:
B1: added malfunction to reportability. H6: added code based on information in the complaint file.

Manufacturer narrative:
The investigation was completed. Investigation summary: major bleed/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low pump flow: the cause of the low pump flow was most likely patient condition related as evidenced by continuous suction with p-level increase attempts and concurrent va ECMO support with other noted patient related contributors.